Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for evaluation. The reported receiver message for low transmitter battery was not confirmed via data. However, the data evaluation did confirm a permanent loss of connection. The root cause could not be determined post-investigation. Based on the findings of permanent loss of connection, this issue has been upgraded from non-reportable to reportable.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a nordic bluetooth device and passed. The receiver log was reviewed and no errors were observed. The reported event of low transmitter battery was not confirmed. A root cause could not be determined.